Event description:
Implant has fractured piece of driver lodged inside of it, had to be removed from mouth.

Event description:
Implant has fractured piece of driver lodged inside of it, had to be removed from mouth.